Event description:
It was reported that an unspecified bd 20 ml syringe experienced a failure to contain blood/medication. The following information was provided by the initial reporter: it was reported that a hole was discovered in a 20ml syringe during sterile hazardous compounding.

Manufacturer narrative:
H6: investigation summary a device history record review could not be completed for this complaint as the material and lot numbers are 'unknown.' To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a 20ml syringe barrel that is damaged at the bottom. Without the physical sample to investigate an exact cause for this incident could not be identified. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that an unspecified bd 20 ml syringe experienced a failure to contain blood/medication. The following information was provided by the initial reporter: it was reported that a hole was discovered in a 20ml syringe during sterile hazardous compounding.